Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (detect and treat failure) has been confirmed. Upon investigation, the monitor was unable to complete incoming testing. The root cause for the failure was isolated to contamination on j1002bb, j1003bb of the defibrillator board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.